Manufacturer narrative:
The patient has a complex history following her original implant in 1996. The components that are the subject of this report were implanted in 2006/2007 following the use of a cement spacer to treat an infection. Radiographs have been reviewed and confirm the reported loosening of the femoral stem. The patient underwent revision and has been successfully implanted with a distal femur jts to replace a femoral stem implanted 9 years earlier. The femoral stem failed due to aseptic loosening. This complaint is being tracked and trended. Device not returned to manufacturer.

Event description:
(B)(4). It was reported by the surgeon that the patient has a loose femoral stem and requires a revision procedure. The patient has had multiple surgeries: patient underwent initial procedure (B)(6) 1996. Revised (B)(6) 2002 (failed prosthesis). Spacer inserted (B)(6) 2006 (infection). Opinion requested for custom device 2006 to replace the temporary spacer device. Mets used instead (now being revised and subject of this complaint. Rebushing procedure (B)(6) 2008.

Event description:
The surgeon has requested a new non-invasive growing prosthesis to carry out a revision procedure due to a loose femoral stem. The revision procedure is scheduled to take place in mid (B)(6) 2015.

Manufacturer narrative:
The patient has a complex history following her original implant in 1996. The components that are the subject of this report were implanted in 2006/2007 following the use of a cement spacer to treat an infection. Radiographs have been reviewed and confirm the reported loosening of the femoral stem. Additional information pertaining to the patient, event, item/batch numbers, the upcoming surgery date and the return of the explanted device have been requested. A supplemental report will be submitted upon receipt of the additional information.